Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-01590. It was reported the patient's scs system was exhibiting high impedance on multiple lead contacts. A company representative met with the patient and, when attempting to set the device to MRI mode was unable to do so. Reportedly, all but four contacts on the left lead had high impedences. Surgical intervention may be taken to address the issue.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-01590. Follow up information received identified the patient underwent surgical intervention and had both of the scs leads replaced with two new leads. Effective stimulation therapy was reportedly restored postoperatively.